Event description:
It was reported that a staff member at the clinic was tucking paper from the roll under the seat of the table when she rec'd an electrical shock. The staff member complained that her whole arm went numb. The clinic personnel ran an EKG on the staff member and noted an arrhythmia. It was further reported that the staff member was transported to a hosp via ambulance and subsequently admitted.